Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm. A 5.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilation. However, while dilation was performed, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm. A 5.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilation. However, while dilation was performed, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured during initial inflation. Neither the balloon nor a segment of the balloon detach inside the patient after it ruptured.